Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The console was returned to livanova (B)(4) for an internal investigation. The internal investigation, consisting of visual inspection, functional test and hardware analysis, did not identify any deviations or malfunctions relevant to the reported issue. The reported error was not reproducible. The zkr 9910 board (90-305-190) was replaced as a precaution before returning the device to the customer. As the issue was not reproduced, a root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The patient was still connected to the device during the service visit. The doctor informed the service representative that there have been no further issues with the device since the initial incident. The service representative verified the connections between the panel and the scpc console. As the patient was still connected to the device, no further investigation could be performed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump of the sorin centrifugal pump console (scpc) went from 2400rpm to 0rpm during a procedure. The doctor manually increased the speed to the correct value and there were no further issues. There was no report of patient injury.